Manufacturer narrative:
As many parts were replaced during the service visit, a specific root cause could not be identified. Possible causes include issues related to ise/reference flow problems, issues related to the electrode/electrode cable, issues with the kcl solution due to a hardware failure such as a pinch valve issue.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received analyzer alarms and questionable ise indirect gen. 2 potassium results for an unknown number of patient samples from (B)(6) 2017. Of the data provided, only the results for 68 patient samples were discrepant. Refer to the attachment to the medwatch for all patient data. The erroneous results were reported outside of the laboratory. Some patients had bloodgas testing performed and two patients received a potassium infusion. Refer to the attachment to the medwatch. There was no allegation of an adverse event. The electrode lot number and expiration date were requested but were not provided. The field service representative cleaned the cups and probes and repaired the bottle caps. A check was performed and was acceptable. All seals, pinch valve tubing, and sample probes were replaced. Calibration and qc was acceptable. Comparisons against another analyzer were performed and were acceptable. The customer began running all samples in duplicate and has not had any further issues.